Event description:
It was reported the device displayed error code (B)(4). No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing. The customer stated problem was confirmed. Upon power up error code (B)(4) was found. Main board was replaced. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.